Manufacturer narrative:
Additional information: d9, g3, h3, h6. (Motor) even though the evaluation could not be completed, the scu did display error code, c38, an overcurrent condition, which indicates "a smoke smell", could have been present prior to motor failure. (Refer to (B)(4)).

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-8330h shaver is producing a smoke smell . No case involvement.